Event description:
Left colon resection. Slc55b dlu was fired to transect the proximal bowel prior to resection. Surgeon noticed staples were not properly formed at the distal end and fecal matter was leaking through the staple line. Both staple lines were temporarily reinforced with suture and then excised completely to prepare the proximal bowel for purse string. The distal staple line remained on the specimen and the anastomosis was performed and leak test was completed satisfactorily.